Event description:
From staff: dermatome was used to attempt a skin graft and the skin graft was unusable due to malfunction of the dermatome. Patient had wound from unusable skin graft attempt. Dermatome has been tagged for needing repair in the past. Manufacturer response for dermatome blade, (brand not provided) (per site reporter) see information in handpiece information manufacturer response for dermatome handpiece, (brand not provided) (per site reporter). [Name redacted] from zimmer provided results of the investigation: the rpms were in specification. The control bar was in the correct position. The calibration was in at all readings. The thickness control bar was loose, and the thickness control lever had a low torque. The loose control bar and control lever could cause the complaint of "uneven cutting". Tier 3 repair the head was disassembled, all calibration components were cleaned. The adjustment cams had to be replaced. The vespel and semi-circle bearings were replaced to aid in correcting the loose control bar and the loose torque of the thickness control lever. 2 width plates were also replaced. The device passes all tests and checks per procedures.